Event description:
Medtronic received a report that the pipeline length was inconsistent with the specified length. The patient was undergoing surgery for flow-diversion treatment of a saccular, unruptured c6 segment aneurysm with a maxdiameter of 8 mm and a 3.5 mm neck diameter. The landing zone was 10mm distally and 11mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was good. It was reported that during deployment of the dense mesh flow-diverting stent, it was found that the stent length was significantly inconsistent with the specified length (the actual length was longer than labeled), resulting in the proximal end not being ideally positioned within the intended landing zone. Therefore, the stent was retrieved and removed from the body. After replacing the stent and microcatheter, the procedure was completed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved (on-label) indication. Ancillary devices include a phenom microcatheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231537389). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No causes or contributing factors for the event were identified. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.